Event description:
I've been waiting since (B)(6) 2021 for a new CPAP machine that's on recall. Since (B)(6) 2022 I have been told by philips respironics they are waiting for the settings from the district manager in my case that would be (B)(6). I called (B)(6) after getting the same info from respironics on 5/16/2022. (B)(6) has never received any request from philips respironics. Called back philips and they gave me another phone number. Called respironics this morning to ask why and who should I talk to now. I don't know why I expected any help from them. Was just told that (B)(6) has to get back to them. How can a company contact them when they haven't been asked to. Asked who (B)(6) could contact & the person didn't know nor did she offer to get me a contact name for (B)(6). I can't sleep without the machine and philips has put me on a medical priority list. I have kearn-sayers disease which effects my lungs and makes them very weak. As of now, I don't even trust myself to drive because of the lack of sleep. I've started falling asleep while sitting up during many times through the day. I have also noticed that I am starting to make errors that I would normally not make and it's becoming harder to concentrate at times. FDA safety report ID# (B)(4).